Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After thorough investigation we have found that the issue is due to some device settings on user's side. Mmm app does not have separate or custom sound settings of its own. The notification sound completely depends on the device's sound and notification settings configured by the user on their phone. To assist with the resolution of the issue, we provided helpline team with the following steps: here are a few reasons why users could have these problems and steps to resolve them. Please note that all of them are related to phone and os level settings and not related to our application. Notification sounds are disabled in app settings the user might have disabled sounds for the app in ios settings. Check: settings apps minimed mobile notifications sounds make sure it's on. 2. Iphone is in silent or do not disturb mode if the silent switch on the side of the iphone is on (orange visible), sounds won't play. If do not disturb, sleep, or focus mode is active, notification sounds are suppressed. Check: settings focus ensure no focus mode is currently active. Volume level too low if the ringer volume is set too low (or muted), sounds might be inaudible. Check: settings sounds haptics ringer and alerts adjust the volume slider. Notifications are allowed, but alert style is set to none. If no alert type (lock screen, notification center, banners) is selected, sounds may not trigger visibly or audibly. Is customer using an apple watch. If yes, disable alerts on apple watch by going to watchnotifications mirror iphone alerts from disable for minimed app the helpline has not yet confirmed whether the recommended steps have successfully resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no audio when getting text messages from minimed mobile application. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for mmt-6102.